Event description:
A physician reported disengagement failure of a perforator causing dural damage: a right frontotemporal craniotomy was performed. The dura was penetrated in one place and the remaining three perforations were stopped shortly before, and carefully scraped with a cutter bar. There was no effect on the brain parenchyma and the patient's condition is stable. The procedure was completed with a replacement product available and less than 30 minutes surgical delay was reported. The drill used with the perforator was a midas (medtronic). It is unknown if the drill was electronic or pneumatic, if the perforator clicked in place in the drill. It is also unknown if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Unit was lightly soiled. The IFU testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The units were found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.